Event description:
Additional information was received through an implant card indicating the patient underwent lead replacement surgery. Information from the treating nurse indicated the lead was disposed of during surgery; hence device will not be returning to the manufacturer for analysis.

Event description:
It was reported by a company representative that high lead impedance was received on both normal and system diagnostics at a follow-up appointment. The patient's device was not programmed off and treating physician is aware of cyberonics labeling. The physician is not aware of any trauma or manipulation that could have had contributed to the event. The patient was referred for x-rays which will be provided to the manufacturer for assessment. Review of x-rays indicated the generator placement appeared to be normal. The lead pin appeared to be fully inserted inside the connector block. The filter feed-thrus appeared to be intact. The placement of the electrodes appeared to be in normal positioning in accordance to cyberonics labeling. There was some lead behind the generator which could not be assessed. A lead discontinuity was visualized in the neck area prior to the first tie-down. No acute angles were observed in the observed portions of the lead body that could be assessed. At the moment revision surgery is pending for the patient.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.